Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that there was no y movement for the imaging system. Changed they drive. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information that, during a training session, the image acquisition system (ias) y movement became unresponsive. The rest of the movements seem to be working correctly. There was no patient present when this issue was identified.

Manufacturer narrative:
They drive assembly was returned to the manufacturer for evaluation. Testing found that the motor did not pass motor isolation testing. It was noted that the brake for the drive was shorted. A damaged washer was noted on the drive belt pulley.